Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that biopsy channel had foreign material occurred due to user used non-olympus brush in the last reprocessing causing biopsy channel was clogged. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as it was inadvertently submitted as a reportable malfunction. There were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the returned device found foreign material in the biopsy channel during evaluation; however; the subject device was reprocessed by a faulty third party brush which got stuck in the channel. There is no evidence of insufficient or incorrect reprocessing of the scope being used for the next procedure as the device was returned to olympus when the issue was found during reprocessing. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Correction is being made to previously submitted g3. Date received by manufacturer, the correct date is 27feb2024, which is not late.